Event description:
According to the reporter: during placement of the device across the tissue, the jaw broke off. The broken tip was removed from the pt and another shears was used to finish the case. No further report of complication was made. No tissue damage or pt injury was reported.